Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen noised. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e216 (scope communication error). The issue occurred during set up, inspection for use. There was no patient involvement.